Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the paramedics were called to treat a high blood glucose of 500 mg/dl. The customer had high blood glucose and was vomiting due to food poisoning. The customer had diabetic ketoacidosis and was discharged friday (B)(6) 2015. The customer also reported receiving sensor error alerts.